Manufacturer narrative:
H3: device evaluation: lens was returned dry in a microcentrifuge vial. Visual inspection found haptic bent and deformed. Dimensional analysis performed found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens -8.0/+1.5/090 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2022 the lens was exchanged with a same size different sphere/axis lens due to excessive vault. The problem was resolved. The cause of the event is reported as unknown. Reportedly, after the first horizontal implantation the lens was rotated 42 degrees cw.